Manufacturer narrative:
The investigation of positioning issues has been completed. The returned pump was visually inspected. There were two cannula kinks near outlet and near bending area observed. There was no biomaterial or broken blades observed. No other abnormality found. Pump connected to aic to reproduce low pump flow issue since clinical details stated suctions occurred. Pump run for more than 10 minutes in water. No low pump flow reproduced. Pump flow was within specified limit. Insufficient data log provided. The cause of the positioning issues most likely was use related since the pump was pulled back more than expected after deep insertion, cannula kinks occurred during attempted to reposition. Failure mode: low pump flow issue added to the complaint since clinical details stated suctions occurred. The cause of the low pump flow issue was most likely cannula kinks due to improper repositioning technique. D4 UDI number revised as it was reported incorrectly on initial manufacturer device report number. E4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The complainant reported the patient was on impella cp support. While attempting to reposition the impella since it was too deep, the pump was pulled more than expected. Staff attempted to reposition into the ventricle, the cannula kept bending causing suction alarm. Staff decided to explant and replace. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.